Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 19, 2026, senseonics became aware of a hypoglycemia event. The user experienced symptoms such as extreme fatigue, difficulty concentrating, and impaired vision, and confirmed a low blood glucose (bg) value of 65 mg/dl using a fingerstick meter. The user did not receive a low glucose alert on their device and self-treated the episode by consuming a large amount of chocolate without seeking medical assistance or notifying their healthcare provider.